Manufacturer narrative:
The device was returned to olympus for evaluation/inspection. Based on the results of the investigation, the balloon section became caught on the scope and could not be removed from it was identified. It is likely the result of the balloon catheter was twisted; however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that while using the balloon dilator, the deflated balloon got caught by the scope during removal and could not be removed from the scope. The issue occurred during a therapeutic unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.